Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. Products: d224drg implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that the implantable pacing lead was returned to the manufacturer after being removed and replaced due to a system replacement. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.